Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the small battery drive made an unusual noise. It was further reported that the device had noise/vibration and grinding. Therefore, the reported condition was confirmed. The assignable root cause was determined to be worn components and bearings corrosion from immersion during cleaning at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive unit made unusual noises when running. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.